Manufacturer narrative:
The recipient was reportedly prescribed ibuprofen and piroxicam, which resolved the pain.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was sliced at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced pain with and without device use and poor performance. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.

Manufacturer narrative:
Additional details regarding treatment were not provided.